Event description:
The surgeon reports via the sales rep, that the restoration bolt broke while it was being tightened with the torque handle. The sales rep reports that it is not known what torque was used. The surgeon decided to leave the broken bolt in the patient as he did not anticipate any adverse consequences. The sales rep reports that only the top part of the bolt is available for return.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The surgeon reports via the sales rep, that the restoration bolt broke while it was being tightened with the torque handle. The sales rep reports that it is not known what torque was used. The surgeon decided to leave the broken bolt in the patient as he did not anticipate any adverse consequences. The sales rep reports that only the top part of the bolt is available for return.